Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use, that the h2o2 monitoring was applied as per instructions for use and a pall filter was used for tap water. The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan of the device positioned opposite to the patient, at an estimated distance between the surgery field and the device of at least 2 meters. Prior to initial operation and prior to storing the heater-cooler, its surfaces and water circuits are disinfected. In addition, when the device is not used, it is stored full of water, however h2o2 is not checked daily but only from monday to friday. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in liverpool. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.